Event description:
It was reported the customer had cracks on their insulin pump's screen. The customer also reported their belt clip was broken. The customer's blood glucose was 111 mg/dl. The customer also stated the cracks on their insulin pump's screen made it difficult for the customer to read the time. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.